Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous repairs in the past 12 months. The customer issue was confirmed verified and duplicated through occlusion test. The root cause of the issue was found to be worn out clutches and the lead screw. Additionally, the travel coarse error/check clutch alarm was identified in the alarm history.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump had a travel reverse error and gear skipping noise was heard. There was no patient involvement.